Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was intermittently not responding to down keypad button presses. She claimed that the pump was slow to responding to other button presses. The pt denied that the device was exposed to moisture or that the keypad was damaged.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down, and ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the up keypad button was observed to be misaligned. The ok, down, contrast, and ok button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.